Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Interrogation of the pulse generator noted that the right atrial (ra) lead exhibited high pacing impedance measurements. The lead was capped and replaced on (B)(6) 2024. The patient had no adverse consequences.